Event description:
It was reported that the user experienced repeated ¿scan error¿ alerts when attempting to connect a freestyle libre 3+ sensor to the ilet bionic pancreas, and the user was advised to replace the sensor and contact the sensor manufacturer for replacement after being informed of the warmup period. No clinical signs, symptoms, or conditions were reported. Outcomes included no adverse health impact and no medical intervention. User support included troubleshooting guidance and education regarding sensor warmup and replacement. Investigation of this case revealed that the event was consistent with a sensor communication or scanning issue external to the ilet. It was concluded, based on previously established findings for similar reports, that user education and sensor replacement resolved the issue.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.